Event description:
During a coronary stening procedure, the sds balloon of a 2.5 x 23 mm cypher stent performed fine for deployment, and for the first postdilation inflation. On the second and third postdilation inflation, however, the balloon would not hold pressure. Inflation pressures and vessel and lesion characteristics are unk. There was no pt injury.